Event description:
It was reported that this right atrial (ra) lead presented noisy signals. The patient was examined through x-ray imaging but no damage was noticed. The lead was examined and it was found to have the proximal end of its insulation damaged. This lead was capped and surgically abandoned, with a new lead implanted. No additional patient effects were reported.